Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq2122 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "catheter sheared". No other information provided.